Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing / short of breath, cough and when he coughs it stinks. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing / short of breath, cough and when he coughs it stinks. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown white deposits in filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown white debris consistent with dust found on top of blower, unknown residue consistent with water ingress on the bottom of the blower and inside blower box, not able to confirm the presence of degraded sound abatement foam., there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. From internal and external inspection. The device's downloaded event log was reviewed by the manufacturer and found no erorrs  the manufacturer concludes not able to confirm the complaint or address the symptoms specified. In this report, section d9, g3, h3, h6 has been updated.